Event description:
I used fixodent from 1999 until 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2009, I was diagnosed with neuropathy. Blood work enclosed. Dose or amount: 3 small strips; frequency: daily. Dates of use: 1999 to 2009. Diagnosis or reason for use: new dentures.